Manufacturer narrative:
The reported event of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message was confirmed during functional testing and per archive data. The root cause was due to a broken electrical winding. Upon visual inspection, the ivtm thermogard system cover deck xp and pump lid were found to be cracked. The white rollers were also found to be worn, these additional findings are unrelated to the customer reported event. The thermogard console is a reusable device and was manufactured on 12/29/2011, which is more than 7 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional test, the ivtm thermogard console failed displaying tcmid:02 error message during post. The electrical winding inside the compressor was found to be broken and it hit the compressor's side. The event log review showed multiple tcmid:02 (ce danfoss error) error codes on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Following the service, the ivtm thermogard was subjected to burn-in test for more than three days and performed within the specifications. Historical complaints were reviewed and there were no similar complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that during set up the thermogard ivtm system displayed tcmid:02 (ce danfoss error) error code. Customer used another ivtm thermogard system to continue patient treatment. No consequences or impact to patient.